Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that patient had an increase in pain. Patient reported a fall 2 years ago. The patient complained of pocket pain. It was reported electrode 6 was oor. Rep reprogrammed around electrode 6; unknown if issue resolved.